Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, percutaneous coronary intervention (pci) was performed on the patients right coronary artery (rca), during which a 3.0 x 23 mm rx promus stent was implanted in the proximal rca without any reported procedural complications. On (B)(6) 2011, pci was performed on the left main coronary artery (lmca) to the mid left anterior descending artery (lad), after predilatation was performed, two non-abbott drug eluting stents (des) were placed overlapping from mid to proximal lad. One hour later, the patient was complaining of chest pain and became unconscious and had no pulse. A pacemaker had been implanted at another hospital, details unknown; however, this did not help. Percutaneous coronary pulmonary support was inserted and coronary angiography revealed a total occlusion of the proximal lad. Thrombectomy and thrombuster were performed, and a non-abbott des stent was implanted in the proximal lad. Timi flow was restored to 3 and the procedure was completed. After the pci procedure, protomine was administered and it was considered that administering protomine was one of the causes of the thrombosis. On (B)(6) 2011, the patient died of multiple organ failure. No additional information was provided.